Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was something wrong with this right ventricular (rv) lead. Attempts to obtain additional information from the field were unsuccessful. This rv lead remains in service. No adverse patient effects were reported.